Manufacturer narrative:
The device manufacture date was unknown. The reporter's complete address was not provided. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device would automatically go into reverse after impacting. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (december 22, 2018) has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the anvil of the device was difficult to extend and retract. It was noted that once the impactor was lubricated, it was able to extend/retract without difficulty. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods (lack of lubrication), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.